Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be dislodged after implant. As a result, another procedure was performed to revise the lead. The lead was successfully removed and replaced with another lead. No adverse patient effects were reported.